Event description:
Rep explained that the device was giving a negative icp after implantation of 14 to -50. First device was removed and replaced on the same day. The second device was giving a negative reading as well, however, the device is still implanted, but not being used to monitor the patient's icp. Other means are being used to determine icp. First device is available for eval. The second device is still implanted.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.